Event description:
Triple lumen central venous catheter (cvc) inserted over guidewire; patient discharged 2 weeks later; one year after discharge, hospital notified of retained guidewire. Removal at another facility - report that it unraveled and broke upon removal - patient complications at other facility (unknown).